Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced ineffective therapy and the lead located at l4 had high impedances. Reprogramming did not resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the lead was fractured. Surgery occurred to explant and replace the lead to address the issue.